Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, via mammogram. Left side rupture. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date (B)(6) 2012. Additional, changed, and/or corrected data: b1, b5, d3, d6b, e3, g1, h6, h11.

Event description:
Healthcare professional reported via mammogram left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported via mammogram left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.1, d.4, d.9, h.3, h.4, h.6.